Event description:
It was reported that a system error 110 occurred while delivering medication to a pt (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation was unable to reproduce the reported system error 110, however it was observed that the pumps cam gear was not sufficiently secured to the cam shaft. At this time, the date of event is unk.